Event description:
It was reported that within a few weeks of implant, the right ventricular (rv) lead exhibited low impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant. Concomitant products: 5086mri, implantable pacemaker, (B)(6) 2013. (B)(4).